Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via telephone call that the customer had a high blood glucose 585 mg/dl. The customer was treated with the insulin pump. The caller declined troubleshooting.